Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and could not replicate or confirm the reported malfunction. The keyboard usb connection was reseated. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A site representative reported that the touchpad on the mobile view station (mvs) was not functioning properly. It was reported that the cursor on the screen was jumping from one side to the other. The system was rebooted and the issue was resolved. This occurred outside of any patient involvement. No additional details were provided.